Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with non-sustained lead noise episode due to post-paced t-wave oversensing on the near field channel was observed. Mismatch between the near field and the far field channel resulted in non-sustained lead noise. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.